Event description:
It was reported that during a surgical procedure, the lead was tested and the parameters were determined to be unacceptable. The lead was not used and another was used in its place. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.